Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 17 cal code were found in glucose log. No errors were not found in error log. Calibration parameters were within specification. Meter is inoperable. Customers and retailers have been informed through the letter.

Event description:
Customer reported the display had frozen on their locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had become unlocked. There was no report of death, serious injury or mistreatment associated with this event.